Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd prn adapter experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: when replacing the prn for the patient, it was found that there were floccules in the newly unpacked prn. Replaced with a new one immediately.

Event description:
It was reported that the bd prn adapter experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: when replacing the prn for the patient, it was found that there were floccule's in the newly unpacked prn. Replaced with a new one immediately.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1040019. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.